Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pt reported that since getting the rechargeable dbs implant when they charged their implant they would get a headache that they called a "metal migraine". Pt said tylenol didn't get rid of that kind of headache. Pt said because of this they only charge their implant once a week. Pt said for a bout a year they started to have an issue with the recharger. Where the recharger battery would deplete within 20 minutes when it was not plugged into desk top charger. Pt said that the recharger itself and recharger antenna would get hot. Ps reviewed process for replacing broken legacy recharging equipment with wireless recharger and emailed field to start wr kit/drape order. Patient had issues with pump handset holding a charge.